Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that all of a sudden for the last 3-4 days it had been zinging/shocking them. The caller did not know what caused this issue but stated that it started when they were leaning over at their friend's house on sunday and felt it more than usual because it had been like a year since they felt it zing like that. The patient had not had any falls or traumas. The patient was feeling the shocking in their right lower back going down their leg and noted it was less painful when standing compared to sitting. The patient lost their programmer so no troubleshooting was possible. The patient indicated they had already made attempts to contact their implanting doctor but was told conflicting information about insurance coverage for this physician. The patient will attempt to contact the physician again but patient services also sent physician listings in case they are needed.